Event description:
It was reported that the user experienced a prolonged hyperglycemia event overnight with a peak blood glucose of 280 mg/dl after eating only dinner, despite announcing the meal multiple times and allowing the ilet to auto-correct; the device did not issue alerts. Symptoms included dry mouth and fatigue. Outcomes included no hospitalization, no emergency treatment, and recovery by morning as glucose stabilized. Investigation included device history review, complaint review, and user troubleshooting and education. Investigation of this case revealed no device alarms, no reported hardware or software malfunction, and a plausible physiological cause such as delayed glucose excursion from a high-protein meal or other user-specific factors. It was concluded that the event was consistent with hyperglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.